Manufacturer narrative:
Continuation of d10: product ID 97745ac lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745ac lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that when trying to charge the implanted neurostimulator, the controller charge was erratic. Patient stated that the controller would be at 100% and then the charge would drop to 30%, then showed 60%. Patient then stated that this morning the controller said battery empty, cannot continue, recharge the controller. Pt called rep who had them reset by removing and reinserting li battery, they let controller charge for an hour, but still said the same thing. Patient did not see any damage to the controller battery compartment or battery pack. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported. Re-opened case and assigned to self to send an e-mail to repair to replace the patient controller. Patient stated they got the replacement battery pack, but controller still took a long time to charge that day. Then controller would not charge to 100%, and controller eventually would not charge at all. Agent had patient plug controller into ac power supply, and reset the controller, but no green flashing light would come on. Patient did not see any damage to the connection pins. Agent sent out email to repair to replace the 97745nt controller. Patient called back stating they received a replacement controller, but it is not working the same as their old one. Patient explained that when they try to check the implant with just the controller and no chargers plugged in, they see no device found. Patient stated they were able to charge the implant. Patient noted when they followed the pairing instructions, the controller showed it paired to the implant but it doesn't seem like it did. During the call, patient hooked up the controller to the recharger and saw the controller was 50% and the implant was up to 80%. Patient added that they had the controller plugged into the ac power supply overnight, but the controller is still showing 50% when it should be fully charged. Agent had patient remove the controller battery pack and connect the controller to the ac power supply; the controller did not power on. Patient confirmed the green light was on on the ac power supply and there was no visible damage to the cord. Patient had their old controller still and tried plugging that into the power supply, but the controller did not power on at all. Patient put the battery pack in their old controller, and the controller powered on and connected to the implant to show the therapy information and battery levels. Agent reviewed that the ac power supply seems to be the cause of the contro ller charging issues and sent an email to repair to replace the cord. Agent reviewed with patient to use whichever controller is paired to the implant and send back any extra equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6): product type h3: analysis of the m995402a001 battery pack (s/n (B)(6) revealed no anomalies- battery charged when placed in known good 97745. And was read by battery pack reader and met specification requirements. Hence, complaint was unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that when trying to charge the implanted neurostimulator, the controller charge was erratic. Patient stated that the controller would be at 100% and then the charge would drop to 30%, then showed 60%. Patient then stated that this morning the controller said battery empty, cannot continue, recharge the controller. Pt called rep who had them reset by removing and reinserting li battery, they let controller charge for an hour, but still said the same thing. Patient did not see any damage to the controller battery compartment or battery pack. Re-opened case and assigned to self to send an e-mail to repair to replace the patient controller. Patient stated they got the replacement battery pack, but controller still took a long time to charge that day. Then controller would not charge to 100%, and controller eventually would not charge at all. Agent had patient plug controller into ac power supply, and reset the controller, but no green flashing light would come on. Patient did not see any damage to the connection pins. Patient called back stating they received a replacement controller, but it is not working the same as their old one. Patient explained that when they try to check the implant with just the controller and no chargers plugged in, they see no device found. Patient stated they were able to charge the implant. Patient noted when they followed the pairing instructions, the controller showed it paired to the implant but it doesn't seem like it did. During the call, patient hooked up the controller to the recharger and saw the controller was 50% and the implant was up to 80%. Patient added that they had the controller plugged into the ac power supply overnight, but the controller is still showing 50% when it should be fully charged. Agent had patient remove the controller battery pack and connect the controller to the ac power supply; the controller did not power on. Patient confirmed the green light was on on the ac power supply and there was no visible damage to the cord. Patient had their old controller still and tried plugging that into the power supply, but the controller did not power on at all. Patient put the battery pack in their old controller, and the controller powered on and connected to the implant to show the therapy information and battery levels. Agent reviewed that the ac power supply seems to be the cause of the controller charging issues and sent an email to repair to replace the cord. Agent reviewed with patient to use whichever controller is paired to the implant and send back any extra equipment.

Manufacturer narrative:
H3: product 97745nt, serial number (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.